Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure will be performed for an unknown reason. There was no patient injury reported.